Event description:
It was reported that when using the bd pyxis¿ es server, a drawer failure was observed. Additionally, there was no communication of patients or medication orders to any of the pyxis units in hull. The customer reported that the hospital had recently experienced a network outage, during which telephone services and printing were unavailable. At the time of reporting, hospital network services were restored; however, patient and order data continued not to communicate to the pyxis units. The cabinets were restarted, but the issue persisted the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the communication of patient data and prescription had been interrupted. A technical support specialist dialed into the customer carefusion coordination engine (cce) server and the med es application server to validate system communications. Both servers had experienced an unexpected shutdown. All carefusion coordination engine (cce) services were running, and all server services were operational. There were no messages queued on the carefusion coordination engine (cce), and all mbms were connected to their respective feeds. A monitoring query on the database showed the current time with no processing delays, followed up with customer, who confirmed that they were able to receive current messages. Customer reported earlier issues with the active directory (adt/pis) system that morning, which was restored midafternoon. Customer information technology (it) rebooted the servers due to the lack of communication between station and the active directory (adt/pis) system. The system functioned as intended after the technical support specialist troubleshot the device.